Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly calcified, mildly tortuous, 80% stenosed left anterior descending coronary artery. A 3x48mm xience xpedition stent delivery system (sds) was advanced, and the stent was deployed. After the stent balloon deflated, the sds balloon faced resistance with the deployed stent during withdrawal but was successfully removed independently to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the balloon interacted with the deployed stent during removal causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.na